Event description:
It was reported a patient with a 35mm ce valve implanted in the tricuspid position underwent valve-in-valve procedure due to insufficiency with some stenosis. Patient presented with heart failure, shortness of breath, and fatigue. A 29mm s3 transcatheter valve was implanted inside the surgical valve. The patient was stable post-procedure and was sent to recovery.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported a patient with a 35mm 6625lp mitral valve implanted in the tricuspid position underwent valve-in-valve procedure after 22 years, 11 months, due to insufficiency with some stenosis. Patient presented with heart failure, shortness of breath, and fatigue. A 29mm s3 transcatheter valve was implanted inside the surgical valve. The patient was stable post-procedure and was sent to recovery.

Manufacturer narrative:
Added information to h6. Since the implant duration of the valve is unknown, as a conservative approach, an implant duration of both less than 5 years and greater than 5 years is being considered. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including coronary artery disease and hyperlipidemia.

Event description:
It was reported a patient with a 35mm ce valve implanted in the tricuspid position underwent valve-in-valve procedure due to insufficiency with some stenosis. A 29mm s3 transcatheter valve was implanted inside the surgical valve. The patient was stable post-procedure and was sent to recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.